Event description:
It was reported that the patient experienced a loss of therapeutic effect after a car accident on (B)(6) 2012. The patient and her husband were hospitalized. In the accident the patient broke all of her ribs. It was noted that the stimulation is not covering the pain in the patient's leg, and the patient is feeling sciatica pain in her leg. The patient cannot walk without feeling pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4). Product type: programmer, (B)(4).